Event description:
Allegedly revision surgery perfomred due to a failure of at least one item in the knee.

Manufacturer narrative:
Event device code is addressed in package insert. Conclusion: product was not returned for investigation. Medwatch 3500a rec'd from user facility.